Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that on the morning of (B)(6) 2024, patient's flow suddenly increased, but the power, which suggested arranging further examination to rule out any possibility of pump thrombus or aortic insufficiency (ai) situation. The flow increased higher on (B)(6) 2024, even over 10 liters per minute (lpm). The possibility of al was ruled out through transesophageal echocardiography (tee) and chest echocardiography. System controller was switched to the patient's backup system controller, but the data did not differ as a result. The patient and the device were continually monitored in the hospital. The speed was tried to decrease from 4800 to 4400 revolutions per minute (rpm) under echocardiography and found out that the size of the left ventricle became larger. The log files displayed low speed advisor(ies) on (B)(6) 2024 at 12:04 pm where the pump speed 4200 rpm was momentarily set lower than the low set limit 4600 rpm. The pump speed was changed to 4800 rpm on (B)(6) 2024 at 12:05 pm. The event log displayed increases in flow ranging from 3.5 lpm to 11.8 lpm. Patient's family decided to remove all the life support systems, which was due to underlying condition. Due to the poor condition, the chest was not opened, so thrombus was unable to be confirmed. There was no change of anticoagulation, post operation heparin use. The patient passed away due to multiple organ failure on (B)(6) 2024. The event was not considered to be device related since the outcome was from the progression of the patient's own disease.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section b7: other relevant history corrected. Section h6: health effect - clinical code, health effect - impact code, and medical device problem code corrected. Manufacturer's investigation conclusion: the suspected pump thrombus could not be confirmed through this evaluation as no images were submitted for analysis and the device was not explanted for evaluation; however, review of the submitted log files confirmed pump power and flow elevations that appeared consistent with material such as a thrombus being ingested into the pump and contacting the rotor. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The controller event log files captured elevations in motor power and estimated flow from (B)(6) 2024, with pump parameters reaching up to values of 5.3 watts and 12.3 liters per minute. Based on complaint history and similarly reported events, the information captured within the submitted log files is consistent with material, such as a thrombus, being ingested into the pump and contacting the rotor. An autopsy was not performed. The device was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.